Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a decrease in their blood glucose (bg) level; cause of decrease was not provided. A blood glucose level was not provided. Reportedly, emergency medical technician was called due to customer being "unresponsive". Treatment administered to address bg was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.